Event description:
It was reported the customer had a no delivery alarm during a bolus delivery. Customer's mother was able to resolve the no delivery. The mother also requested assistance with knowing how much of the bolus was delivered to her son. Customer's blood glucose was unknown at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.